Event description:
A patient who had an original surgery in 2003 had a second look arthroscopy performed one month later after patient twisted knee postoperative. Upon second look, surgeon discovered gouge in mfc where an unknown mitek rapidloc had been placed to repair a tear in posterior horn of meniscus. The surgeon offered no opinion on his observation regarding its effect to the patient from this condition.